Manufacturer narrative:
(B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis and regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that seven (7) years, five (5) months post-implantation of this 25 mm pericardial mitral valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis and regurgitation. Per obtained information, the patient presented with dyspnea and was deemed to be intermediate risk for conventional surgery. A 26 mm transcatheter valve was implanted via the transseptal approach with optimal positioning and no evidence of regurgitation across the newly placed valve. The patient was transferred to the ICU in serious but stable condition.